Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.13 volts, yet the box label stated the battery voltage should state 3.25 volts. A boston scientific crm technical services (ts) consultant recommended not implanting the device.